Manufacturer narrative:
E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that with the device the display was not showing correct temperature. There was no patient involvement, and no harm reported.

Manufacturer narrative:
D9: date returned to mfg.: 10/7/2024. H3 and h6. Codes: updated. Device evaluation: the reported problem of ¿device display is not showing correct temperature¿ was confirmed/duplicated. The liquid crystal display (lcd) display is blank and has no audio sound. The cause was a defective printed circuit board (pcb). No repairs were performed and the device was scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.